Manufacturer narrative:
Date of event: (B)(6) 2019; date of report: 15oct2019. The service technician confirmed the reported issue. The touchscreen was replaced to address the reported issue.

Event description:
The customer reported touch screen is not operating properly and could not calibrate touch screen. The device was not in clinical use at the time the issue was discovered.